Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the rod slipped out of the bone screw. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): the device was not returned for evaluation however films were supplied for review which found: ap and lateral x-ray show scoliosis construct from upper thoracic level to l4. Left sided l4 screw has pulled off the rod and is disassociated. This is not apparent in the lateral film.